Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The hudson adapter is designed to hold the reamers into a power driver and would not hold in the adapter. Case delayed by 30 minutes. No ae to patient.

Manufacturer narrative:
The hudson adapter is designed to hold the reamers into a power driver and would not hold in the adapter. The t-handle is designed to work on hand, and that would not hold either, both instruments are splayed and damaged. Case delayed by 30 minutes. No ae to patient. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.